Event description:
Procedure type: preperitoneal hernia repair. According to the reporter: during the case, the balloon broke and pieces fell in to the cavity. The surgeon was forced to delay the procedure by 45 minutes to look for the piece of the balloon which had popped. No patient injury was reported.

Manufacturer narrative:
(B)(4).